Event description:
It was reported that the left ventricular lead exhibited loss of capture and oversensing. It was noted that the lead had dislodged. The patient experienced muscle stimulation and shoulder pain. The lead was capped and replaced on (B)(6) 2009.

Manufacturer narrative:
.